Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since the nozzle edge was deformed jaggedly, it is likely that the mucosa in the patient¿s colon was wounded when the nozzle edge touched the mucosa. The cause of the deformed nozzle was not clear. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual- preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ this supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of the customer that during a procedure, the colonoscope air/water channel on the distal end had a jagged edge and caused abrasions of the patient¿s colon. Olympus contacted the user facility to obtain more information regarding the reported event and was informed that the customer sustained minor abrasion at some point of the colon. No medical or surgical intervention required. The patient current condition is stable. The device was taken out of service after the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Although, the customer provided a picture of the device, olympus was unable to confirm whether the nozzle edge was deformed jaggedly. Therefore, the relationship between the event and device could not be determined. DHR review confirmed that the device satisfied the specifications and was shipped from the factory. The exact cause of the patient's outcome cannot be conclusively determined. The device instruction manual instruct users to inspect the device for any damages or irregularities prior to use, and instructs users not use of the device and use a spare device instead. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report will be updated accordingly when new information becomes available.